Event description:
The patient has a longstanding history of hip problems, beginning with a fracture that required open reduction and internal fixation in march 1986. He had left hip replacement in 11/90. In may of 1998 he developed increased left hip pain. A failed left total hip replacement arthroplasty was identified with a broken stem and possible loosening. He underwent removal of the left hip prosthesis and a revision left hip replacement arthroplasty with cortical cancellous allograft on 11/3/98.